Event description:
Healthcare professional reported via device tracking left side "implant was extruding through the skin of the inframammory fold." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: exposure: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant was extruding through the skin of the inframammary fold".

Event description:
Healthcare professional reported via device tracking left side "implant was extruding through the skin of the inframammary fold." Device has been explanted.

Event description:
Healthcare professional reported, via device tracking left side. "Implant was extruding through the skin of the inframammary fold". Device has been explanted.